Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibitied backup operation and unrecoverable error had occur and telemetry was lost. The device remains implanted.